Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that he would install a new main keypad assembly to resolve the reported issue. Once proper device operation has been observed through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue was the main keypad assembly.

Event description:
The customer contacted physio-control to report that their device would not power on when the on button was pressed. There was no patient use associated with the reported event.